Manufacturer narrative:
Event date: device was discovered broken on (B)(6) 2016 but it is unknown when exactly the device broke. Additional product code: hwc. Implant and explant dates: device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: september 13, 2013. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the complaint condition for the inserter/extractor is consistent with the result from a high torque load with the instrument not completely seated on the 11.0mm screw. Although the root cause cannot be definitively determined, it is most probable that the complaint condition is a result of the method of use over the devices 2+ year lifespan. Per the technique guide, the returned instrument is part of the depuy synthes titanium trochanteric fixation nail system. The device is used when the 11.0mm screw option is the desired head element with a titanium trochanteric fixation nail (tfn). This device seats into the 11.0mm screw for insertion and extraction. The returned inserter/extractor was received with one of the distal tangs being sheared off and was not returned. The other distal tang is slightly splayed outward. The balance of the device shows surface scratches but is in otherwise good condition. The returned condition is consistent with the result from a high torque load with the inserter/extractor not completely seated with the 11.0mm screw. Per the technique guide, there are arrows to show that the flats on the inserter/extractor should align with the flats on the implant. Then the coupling screw (part number 357.377) should be completed threaded, thus, fully securing the screw. When properly assembled the tangs would not be expected to experience a torsional load as the torque is transferred though the hex connection between the inserter and screw. Since the specific circumstances at the time of the damage are unknown the root cause cannot be definitively determined, however it is most probable that the complaint condition is a result of the method of use over the devices 2+ year lifespan. This complaint is confirmed. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during setup for a trochanteric fixation nail (tfn) procedure on (B)(6) 2016 the screw inserter/extractor was found broken. The patient had not been brought to the operating room. A back up device was readily available and there was no delay in starting the procedure. When the device was evaluated by the manufacturer, it was noted that the returned inserter/extractor was received with one of the distal tangs being sheared off and was not returned. The other distal tang is slightly splayed outward. This is report 1 of 1 for (B)(4).